Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is complete. The monitor was fully functional upon receipt. Device evaluation of electrode belt sn (B)(4) is complete. The belt was fully functional upon receipt. Review of the pt's ECG strips and flag files does not indicate a device malfunction during use. There is no reason to suggest the lifevest device cause or contributed to the pt's death. Through review of the pt's downloaded data file and evaluation of equipment upon receipt, there is no indication that the lifevest device cause or contributed to the patient's death.

Event description:
A u.s. Distributor contacted zoll to report that a pt passed away on (B)(6) 2014. The pt was at home at the time of death. Prior to passing, the pt received seven treatment shocks on (B)(6) 2014 at 16:35:15, 16:35:40, 16:36:06, 16:36:33, 16:48:37, 16:49:03, 16:48:37, 16:49:03, and 16:57:09 in response to asystole. Over-sensing of small cardiac activity contributed to the false detection. The pt's wife found the pt deceased.